Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report of a flickering image produced when using the olympus cv-180. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Multiple attempts have been made to contact the user facility, however there has been no response. Since the device was not returned, it is likely there was a connection issue between the scope, scope cables, light source devices, monitor, and/or monitor cables. If applicable / additional information becomes available, a supplemental report will be initiated.

Event description:
The customer confirmed the problem was first noted in the middle of a procedure, but the procedure name and type were not provided. The procedure was delayed for 30 seconds and the patient was not under anesthesia. The procedure was completed with the same device. No other devices were involved in the event. No other devices were replaced during the procedure. The connections and settings were checked and found to be correct. The electrical contacts/optical connecting parts were cleaned and no residue was found. The device was inspected prior to use and no abnormalities were found in the connecting cables.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and to correct the initial report. Sections b5 and h6 were updated.